Manufacturer narrative:
The field service technician (fst) visited the facility and did not find anything relevant on the customer laser. There was no error message that could show a misfunction and the output power was within the range and consistent. The fst was returning the optical fibers for further inspection. Error logs were provided by the fst. A preliminary review of the event was performed by olympus. In the case of cystine stones, smoke development with a noticeable smell is a typical phenomenon when performing a percutaneous nephrolithotomy (pcnl). The smoke could be due to the rupture of multiple disulfide bonds in cystine stone generating typical smell. As this was a cyst stone, this could be an explanation. Since no technical anomaly has been found in the laser so far, there was a suspicion that the event was merely a normal phenomenon with cystine stones be checked by the manufacturer/product management, so that the laser can at best be put back into use. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a procedure (crushing of kidney stones), while using the soltive premium super pulsed laser system, smoke arose from the incision site. Access was made to the kidney without problems (storz instrument with amplatz shaft), then a flushing with nacl (saline solution) was performed. The stone was very hard, therefore, the customer wanted to crush the stone with the soltive laser. A 940-micron single-use fiber (egtfl-fbx940s) at a basic setting lithotripsy (fragmenting and pulverizing) was used. Immediately after activation (about one (1) to two (2) seconds) smoke rose from the shaft of the incision site. There was no error message from the laser system. The activation was cancelled, and a 550-micron single-use fiber (egtfl-fbx550s) was used. Smoke rose from the shaft again. The user switched to a lithoclast and completed the procedure with the lithoclast and a very small surgical delay. No persons were injured. The 940-micron single-use fiber (egtfl-fbx940s) and 550-micron single-use fiber (egtfl-fbx550s) appeared brownish at the working end. It appeared the laser fibers overheated while working too close to the stones. Additional information was received from the customer. The user was uncertain exactly where the smoke came from but thought that the smoke came from the patient. Normally, after the laser was activated, clear water comes out with no odor. On this occasion, when the laser probe was in the trocar and the laser probe could be seen on the screen, a white extraordinary foamy mixture of water and smoke came out of the trocar. At the same time, it smelled like smoke from the tissue of the patient. The laser was set to 20w, and the user worked first with the 990-laser probe and then with the 550-laser probe and the same thing happened again. The user also noted an airless water, and the laser probe was used and was certainly in the right position. On this occasion, however, the patient had a very large, hard stone and as a result, the renal pelvis was not clear. This complaint is related to patient identifiers (B)(6) (940 micron tfl single use fiber) and (B)(6) (550 micron tfl single use fiber).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the returned device was functioning as intended. The root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: emission of smoke plumes is addressed in the IFU (instructions for use_rev pn0015551_ah) on page 11 as "a biological plume can be created by electrocautery units, such as bone saws and lasers, which may exceed osha standards. These may be toxic chemicals containing miniscule particulates. It is recommended that a smoke evacuator and an in-line filter be used to capture the plume positioned 2.5 ¿ 5.0 cm away from the origin, allowing the evacuation system to run for 30 seconds after lasing has stopped;" and on page 17 as "ablating in open surgery could cause a formation of smoke, as in the similar surgical procedure with electro-ablative surgical tools, the surgeon will need to evaluate the use of a smoke evacuator system." If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.